Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent implantation procedure performed in 2009. According to the complainant, during an attempt to deploy the stent the handle became loose from the catheter. The physician was only able to deploy the stent half way by pulling the catheter back with out the handle. The entire stent delivery system was removed along with the endoscope. The procedure was completed with another wallflex enteral colonic stent device. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Handle broken, stent partially deployed. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.